Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the sudden loss of therapy was not determined, but was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that stimulation only helped for the first 4-5 days and that the change in therapy was not related to positional movement. The patient stated that they had previously increased the setting and that they had access to the patient programmer (pp). The patient synced with the implant using the pp and noted that stimulation was on and set to program 1 at 3.2 v. The patient increased the amplitude and felt stimulation in the correct area, but it did not resolve the issue. It was indicated that it was too early to determine if a slightly higher setting would resolve the symptoms and that there were no falls or trauma related to the issue. The patient was to monitor/track their symptoms and if they didn't notice any improvement in the next few days they were to call back to review switching programs. It was indicated that the change in therapy/symptoms was sudden. Additional information was received from the patient on (B)(6) 2017. The patient reported that their symptoms had still not improved. The patient noted that they went to see the nurse practitioner on (B)(6) 2017 and that the nurse practitioner had really just talked with them. The patient was advised to contact their hcp and consider meeting with a manufacturer representative (rep). No further complications were reported or were expected.